Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was exchanged due to infection of the driveline exit side.

Event description:
It was additionally reported that the patient was admitted with fever, general weakness, nausea and abdominal pain. Pseudomonas aeruginosa was isolated in the blood culture. The pump was removed and left in the hospital according to internal protocols.

Manufacturer narrative:
H6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Onset of infection in (B)(6) 2025 was captured under MFR #2916596-2025-06223

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.